Event description:
It was reported that while the patient was being bathed by a patient care technician and an rn, the et tube moved outward by about 5cm. The patient was a respiratory code. Patient was successfully reintubated and stabilized. Patient was admitted on (B)(6) 2013 and the event occurred on (B)(6) 2013.

Manufacturer narrative:
It is possible that excessive tension was placed upon the ventilator circuit during the patient bath that caused an outward force upon the et tube, resulting in displacement. Use related error cannot be ruled out. This report or information submitted does not constitute an admission that the device, hollister incorporated, or hollister employee caused or contributed to the reported event.